Event description:
It was reported that arctic sun device boots to an alarm 78 (non-recoverable system error). This was indicative of a shorted chiller temperature (t4) thermistor and would require a tank harness replacement. They stated they would send this in for a depot repair, no loaner required.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty t4 thermistor. The device was evaluated and the reported issue was confirmed as it was noted the unit was receiving an alarm 78 replaced tank harness. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that arctic sun device boots to an alarm 78 (non-recoverable system error). This was indicative of a shorted chiller temperature (t4) thermistor and would require a tank harness replacement. They stated they would send this in for a depot repair, no loaner required.